Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2 years and 5 months after dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, immediate implant was performed and the patient presented bone type I.